Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the graphical user interface (gui) touch frame printed circuit board (pcb). Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator fails the touch screen test. The ventilator was not in use on a patient at the time the malfunction occurred.